Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance related to the reported event were noted. The customer reported that they were able to solve the problem by replacing the front end board. The iabp was returned to clinical use.

Event description:
The customer reported at start up the intra-aortic balloon pump (iabp) alarmed with electrical test fails code #54. The atmosphere transducer could not be calibrated. This event occurred during service/test performed by the customer. There was no patient involvement and no adverse event reported.